Manufacturer narrative:
The tech found the head end rocker arm was broken and not engaging the head end brake casters. The tech installed a brake/steer upgrade kit to repair the stretcher.

Event description:
Info received indicates the brake will not hold at the head end of the stretcher.